Event description:
Related manufacturer report # 2017865-2023-40799. It was reported that clavicular crush was observed on the right atrial (ra) and right ventricular (rv) leads. Further information was requested but was not available at this time.

Event description:
New information received notes that the right ventricular lead and right atrial lead were not explanted and remain implanted. The patient condition was stable throughout the intervention process.

Manufacturer narrative:
Field should not be populated as lead is still implanted.